Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ tubing had an "inch" of air in it below the pump near the patient. The following information was provided by the initial reporter: "around 1030-1040 I was in patients room, IV tubing and pumps were working properly. At 1100 patient called out wanting to get up to the chair, upon entering room I saw the tubing was full of air below the pump and to the patient. There was about an inch of air, an inch of fluid in a pattern. I was able to catch this and remove the channel, got new IV tubing and a new channel for the patient, he was not harmed in any way. The pump did not alarm."